Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee became increasingly loose in extension and flexion. As a result, the articular surface was revised.